Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, the up arrow on the insulin pump wasn't working properly. She was inserting a new reservoir when she noticed the anomaly. The customer's blood glucose was 493 mg/dl, the customer forgot to reconnect to the device after swimming. Troubleshooting was performed and customer's mother doesn't recall any significant event which may have caused the keypad issues. The customer's mother was advised to discontinue use of the device, revert to her back up plan, and the device need to be replaced. She agreed to return the device for analysis.